Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 4.00 x 38 mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Stent struts from the mid stent region were noted to be lifted and pulled distally. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube shaft found multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage and the procedure was cancelled. Vascular access was obtained via the right femoral artery. The 88% stenosed, 37mmx4mm, concentric, de novo target lesion containing a bend of >45 degrees was located in the mildly tortuous and moderately calcified proximal right coronary artery. Following pre-dilatation with a 3.50x15mm non-bsc balloon, a 4.00 x 38 synergy ii drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion and the stent was deformed. The device was removed and the procedure was cancelled. No patient complications were reported and the patient was stable.

Event description:
It was reported that stent damage and the procedure was cancelled. Vascular access was obtained via the right femoral artery. The 88% stenosed, 37mmx4mm, concentric, de novo target lesion containing a bend of >45 degrees was located in the mildly tortuous and moderately calcified proximal right coronary artery. Following pre-dilatation with a 3.50x15mm non-bsc balloon, a 4.00 x 38 synergy ii drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion and the stent was deformed. The device was removed and the procedure was cancelled. No patient complications were reported and the patient was stable.